Event description:
Reason for revision: tibia loose.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. Review of the (B)(4) device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. X-ray review by depuy commercialized product development confirms malpositioning of the tibial tray. The patient is a reported female with a bmi of (B)(6). The patient is considered obese. It is stated in the warnings and precautions that excessive patient weight tend to adversely affect knee replacement implants. The investigation can draw no further conclusions with the information provided. Based on the performed investigation, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.